Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one endeavor resolute drug eluting stent to treat a lesion in the right coronary artery. The lesion was moderately calcified, moderately tortuous, with 85% stenosis. There was no damage noted to packaging. The device was inspected with no issues identified. Negative prep was performed with no issues identified. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was noted while advancing the device to the lesion. Excessive force was used. It was reported that the stent deformed in vivo during positioning. The procedure was not completed. No patient injury was reported. The patient was in good condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.